Manufacturer narrative:
The delivery device was returned to b+l. Visual inspection found one delivery device was returned in the lens box with the tip bent. The lens was in the carrier with both haptics bent. The tip was not split, and there was no material missing. There was very little dried solution visible in the loading deck and none in the tip. Functional testing could not be performed due to the damage. The lot number of the delivery device was not provided. Therefore, a device history record (DHR) review could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the user had difficulty loading the lens into the injector, and the tip of the injector broke off in the patient's eye while inserting the lens. The doctor was able to retrieve the piece without any issue.